Event description:
Patient is an elderly woman who had a rectocele and a sling procedure done about 4 years ago; since that time, has had recurrent urinary tract infections as well as urinary incontinence, urge type. She also has hesitancy, difficulty initiating voiding, straining and pushing to urinate, and urodynamics have proven bladder outlet obstruction. It was not planned to remove the entire sling since it had been effective for stress incontinence.